Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced warm sensation with external device use. The equipment was advised to be removed from service, and a replacement was sent.no reports of patient injury are associated with this event.

Manufacturer narrative:
This report is filed march 12, 2014.